Event description:
It was reported that there was a shock impedance issue (value not reported). In the past, a high voltage test was performed to evaluate the system (date not provided) due to slowly increasing shock impedance, which resulted in normalization of the value during the test. The shock impedance was currently increasing again and technical services provided further troubleshooting guidance. The right ventricular (rv) lead and implantable device (non-boston scientific product) remain in service and no additional adverse patient effects were reported. The model and serial number of the boston scientific reliance rv lead are not available.